Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00mm x 48mm stent delivery system (sds) was returned for analysis. Examination of the stent identified stent damage. The 1st stent strut in the proximal region found to be lifted from the crimped stent position and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-jan-2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a non-bsc balloon catheter, a 3.00 x 48 synergy drug-eluting stent was advanced but failed to pass through the angle due to resistance. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.